Event description:
Metal pin caught tongue "[tongue injury]". Brush head breaking off¿just came away in mouth- oral b power care "[device breakage]". Case narrative: consumer via phone stated that while brushing teeth, brush head just came off. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.